Event description:
It was reported that the patient with this previously capped implantable lead experienced infection. A revision was performed, and the device and right atrial (ra) lead were explanted while both the epicardial leads remained capped. There were no additional adverse patient effects reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).